Event description:
This is an international report where the home patient (hp) found particles in the patient line. The technical service representative (tsr) assisted the hp in ending therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Particulate matter was not confirmed due to a lack of sample. The root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed should any significant supplemental information become available.